Event description:
It was reported that this implantable pacemaker declared an inappropriate atrial tachycardia response (atr) episode due to far-field over-sensing. The device data was forwarded to boston scientific technical services and the physician is continuing with monitoring. At this time, the device remains implanted and in-service. No adverse patient effects were reported.